Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('got pregnant with essure/ ectopic pregnancy') in a female patient who had essure (batch no. 626155) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2011. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: previously reported event- pregnancy with contraceptive device was replaced with specific event ectopic pregnancy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.